Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl. Customer stated that blood glucose was 100 mg/dl then they ate an apple and bolused for 15 gms then blood glucose went to 110 mg/dl to 80 mg/dl. Customer stated that they did a calibration and insulin pump kept dropping to 62 mg/dl and they ate a couple of slices of bread. Customer stated that blood glucose didn't change any, they bolused and blood glucose was went up to 134 mg/dl on meter then got change sensor alert. Customer stated that tape did not stick they now uses mastisol which seems to resolve issue. Customer also stated that insulin pump received calibration not accepted alert and change sensor alert. The device will not be returned for analysis.